Event description:
A us distributor reported that a patient was experiencing check belt messages. A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rash under right breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended an over-the-counter lotrimin cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. ECG d was contaminated causing intermittent failures. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rash under right breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended an over-the-counter lotrimin cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.